Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanges and programming adjustments were made, however the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9 the recipient's device was explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device failure is reportedly is a result of head banging behavior. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed broken antenna coil wires. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed some of the tests performed. The failure of this implantable cochlear stimulator (ics) device was attributed to broken antenna wires, which is consistent with the trauma reported. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.